Event description:
Reported underdeliery: the pump was received from clinical service with the complaint of being programmed for a volume to be infused of 20ml of an unspecified solution, but that 8ml were left at the end of the infusion. According to the customer contact, there were no adverse pt events or harm. The nurse reprogrammed the device to deliver the remaining drug, and there was no reported pt harm. Though requested, no further info was available.